Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a follow-up, interrogation revealed a battery impedance of 1950 ohms and the magnet rate fluctuated between 81 ppm and 87 ppm.